Event description:
Pt reported that pump shuts off with no errors or alarms going off, then to get it to work they try to hang it or move the pump around. Unk if pt missed a dose; no adverse event reported. Device available for return; unk lot/ expiration. No further info known. Solicited call. Indication: crohn's disease, unspecified, without complications. Dose or amounts pump used to infuse "reflects" 30 mg IV every 6 weeks. Reported to (B)(6) by pt/caregiver.